Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using ademlog insulin with the pump. Tandem customer technical support informed customer that ademlog insulin is off-label per the user guide. Customer changed cartridge and infusion set and continued to use the current pump for insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.